Event description:
Volun (B)(6) 2014: (B)(4): total hip implant (B)(6) 2005. Had pain at first and hip felt loose. Went back to hospital several times for x-rays taking continuous meds. Hip began to pop and click and squeak. Hip becomes inflamed if stand or walk on it. On (B)(6) 2013 (B)(6) hospital (B)(6). X-ray surgeon reports that implant has caused my bone to become deformed. Said bones have grown out into muscles that the hip implant can never be removed because the bone growth (caused by the implant) has grown into muscles on leg. Surgeon said they would ruin my leg muscle if they try to revise hip again. Hip and inability to stand or walk has disabled me. On a lot pain meds. Hurts to sit, stand or lay down."

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding audible noise involving a trident shell was reported. Conclusion the subject femoral stem is not part of the ceramic bearing couple. There is no indication that the product reported in this investigation contributed to the event.

Event description:
Volun 31-mar-2014: (mw5035304): total hip implant (B)(6) 2005. Had pain at first and hip felt loose. Went back to hospital several times for x-rays taking continuous meds. Hip began to pop and click and squeak. Hip becomes inflamed if stand or walk on it. On (B)(6) 2013 (B)(6) hospital (B)(6). X-ray surgeon reports that implant has caused my bone to become deformed. Said bones have grown out into muscles that the hip implant can never be removed because the bone growth (caused by the implant) has grown into muscles on leg. Surgeon said they would ruin my leg muscle if they try to revise hip again. Hip and inability to stand or walk has disabled me. On a lot pain meds. Hurts to sit, stand or lay down."

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not available.